Manufacturer narrative:
The hospital biomed replaced the display unit. No report of patient involvement. (B)(4).

Event description:
The hospital reported the unit booted up to a system malfunction screen. There was no report of patient involvement.